Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface, sensor interface, motor drive, and auxiliary drive boards were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2600 system was slow to boot up. No pt injury was reported.